Manufacturer narrative:
(B)(4). Repair information was not provided by the customer. Covidien was not authorized to evaluate the device.

Event description:
Customer reported that ventilator alarming red alert. Alarm said ventilation continues as a set, compromised o2 delivery. Patient placed on new ventilator. What was the original intended procedure? Mechanical ventilation. Device usage problem: device malfunction; that is, the device did not do what supposed to do.